Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to fracture resulting in multiple inappropriate shocks. The physician attempted to explant it but it was not able to be fully extracted. Should additional information become available, it will be added to this file.